Manufacturer narrative:
Conclusion / root cause: the reported complaint of o2 manifold leaks was duplicated due to port c check valve was stuck open. Contamination were found on the check valve & fitting. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the oxygen manifold leaked when it was connected to a patient using the wall hose. There was no patient harm.